Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the pump had intermittent power, and a cracked battery compartment with moisture in it. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: review of the black box data did not reveal any evidence of power on reset event. The battery compartment was confirmed to be cracked with evidence of moisture damage in the battery compartment. Investigation duplicated the allege damage and moisture issue. The returned battery cap had stripped threads and was not able to secure properly to the pump to maintain electrical connection; with the damaged cap in place on the place on the pump, the alleged power was duplicated. A test cap was able to fit properly to the pump and maintain electrical connection throughout the duration of the investigation. There was no damage, defect or contamination of the pump¿s interior components.